Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this system remains in service. Should additional information become available this report will be updated.

Event description:
Additional information was received indicating an invasive procedure was performed and this system was explanted. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out of range shock impedance measurements. It was reported the patient had recently undergone a device change out procedure and measurements have been out of range since that time. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported.

Event description:
Additional information was received indicating defibrillation threshold (dft) testing was performed to test the system due to the high shock impedance measurements. During testing an open lead condition was observed. Boston scientific technical services (ts) discussed clearing the code and re-evaluating the device. Additionally, lead replacement was recommended. It was reported the patient no longer needed ICD therapy and may not undergo a replacement. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.